Manufacturer narrative:
Preliminary investigation results: the foil is partly torn, foil residues can be found on the edges of the blister. The device was sent to the production plant, investigations are ongoing. This report will be updated as soon as the investigation is completed. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. An exact root cause cannot be determined until to day. Due to constant monitoring a production or material defect can be excluded. Therefore the root cause ist most probably usage related.

Manufacturer narrative:
Investigation results: visual investigation: when checking the sterile packaging after sealing, the employees of quality insurance must ensure that an unsealed area is visible all around between the sealed seam and the outer edge of the blister. The employees concerned will be instructed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of the risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence2(5)) according to din en iso 14971 is no longer acceptable. The need to revisit the risk assessment will be requested and further evaluated by the responsible department. Conclusion and measures / preventive measures: according to the q-coordinator and furthermore based on statistical analysis, this is an individual case, no indications of a systematic errorfound. Nevertheless, employees concerned will be instructed again. Notificatio based upon the investigations results a CAPA was not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product disp.sciss.shaft. It was reported that a pair disp.sciss.shaft metzenbaum d:5mm/310mm device did not open correctly and the sterility of the device was compromised during a laparoscopic procedure on (B)(6) 2020. When the device was opened the packaging tore in a ragid nature leaving bits of the packaging behind. The incident did not cause a surgical delay,nor did it cause any harm to the patient. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).